Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's grandmother reported via phone call that he was hospitalized on (B)(6) 2016 due to a blood glucose level of over 600 mg/dl. He experienced a diabetic ketoacidosis. The customer almost went into a coma. They gave him fluid because he was dehydrated. He was also vomiting. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.